Event description:
Reported device had no output and questioned if it was related to setscrew or device header. Device was removed from service. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Manu device code also used. Brand, kappa no anomalies found.